Event description:
A user facility reported to olympus that during a unknown therapeutic procedure, the q coupler was not functioning properly on the hd 3cmos camera head. There was no delay reported and the procedure was completed using another device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the coupler was loosening and the video connector was leaking. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the coupler was loose and a possible cause was the coupler and video connector hitting. However, no obvious deformation was found. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received on 10may2022. There was no delay reported with the procedure. The defect was found during inspection prior to use. The procedure was completed using the same device.